Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that the adjusting suture (white) was broken and frayed. Review of the device history record for the finished good (pn 232447) indicated that this batch of product was processed without incident. Review of the device history record for the involved adjusting suture (pn 111455) indicated that there were (B)(4) pieces rejected for bad tip during the normal manufacturing process. No nc¿s or anomalies in the release lot. Further, a review into the depuy mitek complaints system revealed 2 other similar complaints for this lot of devices that were released to distribution. Due to the finished good lot being found with no anomalies and the (B)(4) pieces of bad tip suture being rejected prior to the lot release of the adjusting suture these complaints are not likely to be caused by a manufacturing defect. Therefore escalation of this complaint is not required. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut and it was reported that no sharp objects were present during the procedure, however one possible root cause for the breakage is too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email during an acl reconstruction surgery, while pulling the graft into the femoral tunnel, when the 30mm graft was pulled into the tunnel, the white loop shortening suture was being pulled, it broke. The surgeon cycled the graft thinking that loop would lock onto the button, however the graft came down. The surgeon used a fixed loop-rigidloop 25mm which was available in the set of implants available instead and only 10 min was wasted in the procedure. Proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. No sharp object was used with the loop and no damage was caused with any object to the loop. Additional information received via email from the affiliate on 4-3-2017: suture broke inside the tunnel,in the patients knee. Surgeon was pulling with hands/gauge piece rolled up. The original implant was pulled by putting a small nick in the femur. No other patient consequences. Additional information received via email from the affiliate on 4-11-2017: the sutures were not cut, the white suture was being tightened to pull the graft inside when the sutures broke. The failure happened before fixating the tibial side of the graft? Prior to cutting the sutures did the surgeon cycle the knee and retighten using the white suture? Sutures broke much before this step. The sample has been sent, and the loop of the sutures has be broken. Additional information received via email from the affiliate on 4-20-2017: the failure happened at the time of tightening the loop. So we did not reach that stage. Sent to medical safety for assessment 6-28-2017. Medical safety, "the ¿small nick in the femur¿, did not appear to be anything more than the consequence of changing the technique to pull the graft through. Nothing reflected any patient harm from this."